Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was in the 50 to 60 mg/dl range. Customer believed they were stressed out which resulted in the fluctuating blood glucose levels. Customer advised they had high blood glucose as well. Customer advised they had issues with their sensor and received a continuous alarm.